Event description:
The customer alleged erroneous results on 2 patient samples. A single test result was found to be discrepant: initial co2 = 15 mmol/l repeat co2 = 24 mmol/l (on a 2nd cobas 6000 system) cobas integra bicarbonate reagent lot #: 61747701 the initial result was not reported outside the laboratory. The customer stated that the patient was not treated based on the discrepant result. Field service representative determined that the gearpump pressure was misadjusted. The pressure was adjusted and mechanism checks and precision tests were performed. The system performed within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.